Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with protruded drive support disk. The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. Unable to verify motor error alarm due to prime alarm. Motor passed motor test. The insulin pump received with normal operating currents. No unexpected low battery alarm noted. The insulin pump had a scratched display window, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported that the insulin pump alarmed motor error and the drive support cap is sticking out. Nothing further was reported.